Event description:
It was reported that the customer had high blood glucose levels of 255 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 54 mg/dl where the actual blood glucose level was 225 mg/dl. No add'l info was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.